Manufacturer narrative:
On 17-jan-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular re-entry tachycardia (avrt) and a wolff-parkinson-white (wpw) procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and there was a hemostatic valve leak which resulted patient requiring surgical intervention to remove the sheath from the patient. It was reported that the vizigo dilator met resistance with the sheath, like it was "stiff" during prep, prior to patient insertion. The physician used the sheath for transseptal access despite the resistance. When the dilator was removed after transseptal puncture, the sheath valve was leaking, there was a lot of back-bleeding. The sheath was exchanged for another vizigo (from a different lot) to continue the case successfully. It was reported that the medical intervention required to stop the bleeding was removal of the sheath by cutting the sheath and replacing the sheath. There was no physical damage on valve/hub, the damage was internal. Reporter is unsure what section broke/separated. The hemostasis valve (gasket) did not break into two or more separate pieces. They are unsure if air entered the patient¿s body. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was 3 fluid ounces.

Manufacturer narrative:
On 17-jan-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular re-entry tachycardia (avrt) and a wolff-parkinson-white (wpw) procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and there was a hemostatic valve leak which resulted patient requiring surgical intervention to remove the sheath from the patient. It was reported that the vizigo dilator met resistance with the sheath, like it was "stiff" during prep, prior to patient insertion. The physician used the sheath for transseptal access despite the resistance. When the dilator was removed after transseptal puncture, the sheath valve was leaking, there was a lot of back-bleeding. The sheath was exchanged for another vizigo (from a different lot) to continue the case successfully. It was reported that the medical intervention required to stop the bleeding was removal of the sheath by cutting the sheath and replacing the sheath. There was no physical damage on valve/hub, the damage was internal. Reporter is unsure what section broke/separated. The hemostasis valve (gasket) did not break into two or more separate pieces. They are unsure if air entered the patient¿s body. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was 3 fluid ounces.

Manufacturer narrative:
It was reported that a patient underwent an atrioventricular re-entry tachycardia (avrt) and a wolff-parkinson-white (wpw) procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and there was a hemostatic valve leak which resulted patient requiring surgical intervention to remove the sheath from the patient. It was reported that the vizigo dilator met resistance with the sheath, like it was "stiff" during prep, prior to patient insertion. The physician used the sheath for transseptal access despite the resistance. When the dilator was removed after transseptal puncture, the sheath valve was leaking, there was a lot of back-bleeding. The sheath was exchanged for another vizigo (from a different lot) to continue the case successfully. It was reported that the medical intervention required to stop the bleeding was removal of the sheath by cutting the sheath and replacing the sheath. Device evaluations details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a general inspection through visual inspection. Visual analysis of the returned sample revealed the shaft was found cut. Also, hemostatic valve was not returned. The outer diameter (od) vessel dilator was measured, and it was within specifications. The resistance with the sheath and evaluation of all features could not be evaluated due to returned conditions. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The leakage could be related to the hemostatic valve separated, however, this could not be conclusively determined. Additionally, the customer provided pictures of the complaint device to aid in the investigation. According to the pictures provided by the customer, the hemostatic valve was not observed in the vizigo hub. The sheath leaking could be related to the hemostatic valve separation. The device history record has been received and no internal action related to the complaint was found during the review. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Explanation of codes: investigation findings: no findings available (c20) / investigation conclusions: appropriate term/code not available (d17) / appropriate term/code not available (g07002) were selected to the issue of resistance since it could not be tested due to the returned condition. Investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: valve(s) (g04135)) were selected as related to the hemostatic valve leak/hemostatic valve separation. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) as related to the adverse event. Manufacturer's ref. # (B)(4).